Event description:
Advanced bionics was made aware that the pt's device was explanted. Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.